Event description:
The report received from the affiliate indicated that during the incoming visual inspection check process at (B)(4), hair-like foreign matter was noted to be inside the sterile pouch of the sakura firestar 2.25 x 15 mm balloon catheter. The outer box and the seals to the sterilized pouch were noted to be intact-the seal of the sterile pouch was not opened. There was no reported actual damage to the product and no other product anomalies were noted. The product was not shipped out of the warehouse and was not clinically used in a patient. The product was not re-sterilized or re-packaged. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product was returned for inspection. The report received from the affiliate indicated that a hair-like foreign matter was noted inside the sterile pouch of a sakura firestar 2.25 x 15 mm balloon catheter. The outer box and the seals of the sterilized pouch were noted to be intact. There was no reported actual damage to the product and no other product anomalies were noted. The product was not shipped out of the warehouse and was not clinically used in a patient. The product was not re-sterilized or re-packaged. There was no reported patient injury. No additional information is available. The product was returned for inspection. One sterile 2.5x15mm firestar ptca balloon catheter was received inside its original package. One hair is observed inside the sterile pouch. Contamination is out of acceptable specification parameters. A review of the manufacturing documentation associated with this lot was performed. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the manufacturing process of the product. A distributed product risk assessment (dpra) was opened to address this kind of failure. Please note that this is the initial/final report for this product.